Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a shorted j1 battery connector the ca.  The root cause of the shorted j1 battery connector cannot be positively identified.   No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor will not power up.